Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure,a patient experienced glare, halos, and obscured vision. The lens was exchanged approximately one month later. Additional information was requested but not received to date.

Manufacturer narrative:
Evaluation: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).